Event description:
It was reported that following a pne procedure, the patient reported loss of stimulation from their neurostimulator and later discovered the lead had migrated externally. The patient experienced symptoms such as discomfort, pain, and a slight fever. At a follow-up visit, the lead was found to have punctured through the rectum and into the colon. The lead was removed, and the patient was placed on antibiotics. The patient is expected to recover, and the clinic will continue to monitor the affected site. The patient was doing well after the pne procedure. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket/510(k) p190006.